Manufacturer narrative:
H10: internal complaint reference: (B)(4). The following are the additional devices used in the surgery: 72205324, lot:2136061; 72205676, lot: 2139767 and 72205676, lot: 2133155.

Event description:
It was reported that during a procedure, four (4) fast-fix failed. T1 did not anchored. Meniscus was many times penetrated, so it was not possible to repair it. The procedure could not be completed, it was cancelled.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a procedure, four (4) fast-fix failed. T1 did not anchored. Meniscus was many times penetrated, so it was not possible to repair it and a meniscus resection was performed. The procedure could not be completed, it was cancelled.